Manufacturer narrative:
Available details indicate that the customer had reported a speaker failure. A good faith effort was made to obtain additional information associated with this complaint evaluation and resolution, but in an email, response attached the post market surveillance officer states the following. Due to the remote colleague referred the customer to the retail partner because the device was purchased there. Therefore, any detailed information is unavailable. If additional information is later obtained, the complaint will be reopened. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Insufficient information is available to support final failure analysis. Based on the information available there is insufficient information to confirm the reported problem. A good faith effort was made to obtain additional information associated with this complaint evaluation and resolution. The customer was referred to the retail partner because the device was purchased there. No other information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer and post market surveillance officer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr2 defibrillator indicating that the loudspeaker unit failed. Available details indicate that the customer had reported a speaker failure. A good faith effort was made to obtain additional information associated with this complaint and resolution, but additional information was unable to be obtained. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Insufficient information is available to support final failure analysis. Based on the information available there is insufficient information to confirm the reported problem. No other information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device speakers are not functioning properly.